Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-23267. Additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein the lead was placed contralateral and the ipg and extension were explanted and replaced. The issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-22551. It was reported patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances greater than 3000 ohms. Surgical intervention may take place to address the issue.